Manufacturer narrative:
Additional information was added to d9, h3, h4, h6, and h11: h4: the lot was manufactured between march 25, 2025 ¿ march 26, 2025. H11: the device was received for evaluation. A visual inspection was performed, and the bottle had slipped down the stressmember because the film-wrap was missing. No evidence of rupture was observed from the bladder. The film-wrap fastens the bladder to the stressmember. When the film-wrap is missing, during filling, the bladder may slip down the stressmember and fluid would leak inside the device's bottle. The reported condition was verified as a leak. The cause was determined from a missing film-wrap which resulted in leak was related to manufacturing assembly error. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of an extra large volume intermate ruptured upon filling. There was no patient involvement. No additional information is available.